Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and mildly tortuous right common iliac artery. A non-bsc guide wire and the 4.0 wanda balloon catheter were advanced to the lesion. The balloon ruptured during the first inflation at 7 atm. The wanda balloon catheter was removed, intact, without difficulty from the pt. The procedure was successfully completed with an unspecified device. No pt injury or complications were reported. The pt's condition was reported as "good". This product is only ous approved, but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications. (B)(4).